Event description:
Customer reported falsely elevated patient blood lead test results with leadcare ii. Customer reported that quality control (qc) results were within range according to package insert instructions: level 1 = 14.8 ug/dl (target range = 9.0-15.0 ug/dl) level 2 = 32.3 ug/dl (target range = 26.2-34.6 ug/dl). Customer reported a leadcare ii test result of 11.3 ug/dl with corresponding confirmatory test result reported as less than 1.0 ug/dl. The customer was unable to provide a copy of the confirmatory test results. The customer confirmed they do not use third party microcollection devices for blood lead collection. The customer uses the capillary tubes provided in the leadcare ii test kit. During troubleshooting technical services (ts) asked customer to describe their method applied for collecting capillary blood. The customer described procedures that do not fully align with the instructions for use (IFU) and cdc recommendations cited in the IFU including: · not washing hands with soap and water and allowing hands to air dry prior to sample collection · contact with the skin when wiping away the first drop of blood · not removing excess blood from the outside of the capillary tube · not mixing the treatment reagent (tr) tube by inverting 8-10 times customer reported additional falsely elevated patient blood lead test results with leadcare ii using different test kit lot numbers. These instances are referenced in the related report numbers section h10. Ts instructed customer to follow cdc recommendations for capillary blood lead collection and instructions in the test kit package insert. Ts provided the cdc capillary collection video, cdc fingerstick poster and link to the leadcare ii procedure literature to the customer. Ts requested an update from the customer on 05/04/2026. The customer reported they have not had any further falsely elevated results. Ts emailed the customer for an update on 05/13/2026. No additional response has been received by the customer to date.